Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, a radiograph showed the rv lead was dislocated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, a radiograph showed the right ventricle (rv) lead was dislocated. A new lead was added, and the old one was abandoned, therefore the lead was not returned to bsc for analysis. No adverse patient effects were reported.